Event description:
It was reported that an attempt was made to implant this left ventricular (lv) pacing lead. The physician saw it dislodge just before they were going to remove the introducer sheath and indicated that this occurred because the patient's vein was too large. The lead was removed and a different model lv lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. All conductors blood/body fluid (not obstructed).